Event description:
At a follow-up visit in 2008, the patient reported having chest pain about three weeks post implant. The patient did not report the pain to anyone until the same day visit.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The hv lead impedance was increased.

Manufacturer narrative:
Na

Manufacturer narrative:
The damage found was sustained during the surgical procedure.